Manufacturer narrative:
Seaspine was made aware of this event on (B)(6) 2020. The implant was not made available for review as it remains in-situ; at this time, there is no additional treatment or surgery planned for this patient. The patient is asymptomatic and continues to be monitored by the surgeon for any indication prompting surgical intervention. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent a 2-level anterior cervical spine surgery on (B)(6) 2020 using the seaspine anterior cervical plate system. At a 6- week post operative follow up, imaging revealed a lower screw had loosened, and was protruding from the plate.